Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/18/2015. The fse discovered a broken pinch valve vl53b, which was attributing to the leak. The fse replaced vl53b and associated tubing, resolving the leak. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 20ml from the needle bellows on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.